Event description:
It was reported that during a pre-testing process, it was discovered that the bearings were getting hot on the attachment device. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that a cutter could not be inserted into the device. It was determined that this was because the bearings were worn out and loose, which created a situation where the cutter was not able to be inserted. This was also because the bearings were no longer in axial alignment not allowing the cutter to pass through. Thus, if the cutter was able to be inserted and the device ran, heat would be observed above an acceptable level. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.